Manufacturer narrative:
H3: product analysis of product: nav2132, lot: dn22j001. Visual and optical inspection did not reveal any damage to the inserter. Functional inspection confirmed the handle would pivot and lock in each position. No fault found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from user facility via a manufacturer representative regarding a inserter used for spinal therapy. It was r eported that the inserter tip was bent. There was no patient involved. Additional information was received from the manufacturer representative that the handle broke off.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is, available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently. Unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.